Event description:
It was reported that the ilet would not wake unless placed on the charging pad, and after guided troubleshooting the user restarted the device on the pad and then was able to wake and unlock it without further issues. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included successful restoration of normal device operation after restart. Investigation included remote troubleshooting and user education. Investigation of this case revealed that the device required a restart to resolve a wake responsiveness issue, with no alarms or alerts and no effect on therapy delivery. It was concluded, based on previously established findings for similar reports, that a transient device state requiring restart was the likely cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.